Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing on c-section procedure, the device's needle and thread was broke. No patient injury has been noted.